Event description:
It was reported that the patient experienced fluctuations in hearing, especially when applying pressure in the area close to the implant. In situ testing was indicative of a functional device. Re-implantation with a cochlear implant was performed on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.